Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced an st segment elevation. During a pulse field ablation (pfa) procedure using a faradrive sheath an st segment elevation was noted after aspirating and flushing the faradrive sheath upon exchanging the versacross fixed transseptal sheath for it. The patient was turned on their right side and the st elevation resolved. The procedure was completed, and the patient fully recovered from the event. It was suspected that there was air in the flush line, but there was no visual confirmation of air in the equipment or inside the patient. The device is not expected to be returned for analysis due to disposal.